Event description:
During cryo ablation, the cryo balloon was inflated but it would not maintain pressure. Inflation was attempted - the inflation 3 times without success. A new balloon was used with success. No patient harm occurred.